Event description:
Per medwatch-mw5106102. Small burn on patient leg where grounding pad was located. On (B)(6) 2021 customer unresponsive to all three follow-up attempts for product return.

Manufacturer narrative:
Coopersurgical inc is currently investigating the reported condition.

Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation; x-no sample returned; x-review DHR. Analysis and findings: distribution history product was packed by coopersurgical between 1-29-21 and 2-11-21 on one of 3 different work orders ((B)(4)). The ship date of the complaint unit could not be determined. Manufacturing record review: DHR-6050p1-280682, DHR-6050p1-271443, DHR-6050p1-280683 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation / functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be determined, however it is likely that the pad was positioned incorrectly on the patient. Correction and/or corrective action / preventative action activity: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time.

Event description:
Per medwatch: mw5106102. Small burn on patient leg where grounding pad was located. On 02/04/2021- customer unresponsive to all three follow-up attempts for product return. 1216677-2022-00034-1: patient return pad box10 6050p1. (B)(4).